Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received a low blood glucose (bg) level of 61 mg/dl. Reportedly, the customer consumed orange juice to treat the low bg level. Recommendation was made to consult with health care provider regarding diabetes management.

Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: low bg level of 61 mg/dl confirmed on (B)(6) 2017 during bolus request. User made two bolus requests within seven minutes of each other for the same carb intake and the same bg level more than one hour before low bg level was recorded. The user may have given the 2nd bolus by accident, not remembering he already bolused. Basal rate was set to .6 u/hr throughout the entire day. Basal rate adjusted from 0 u/hr on (B)(6) 2017 to .6 u/hr. User may have miscalculated carb intake or bg level during second bolus request of back to back bolus requests. Basal rate may need to be adjusted though out the day to compensate for daily activity. There is no evidence that the insulin pump experienced a malfunction or failure.